Manufacturer narrative:
The investigation of optical signal issue has been completed. The impella cp was returned for evaluation. Upon visual inspection, no biomaterial was present. The pump passed the laser light continuity testing. The pump's optical parameters were checked and no abnormalities or hard failures of the optical sensor were observed. Data logs were reviewed and long term logs showed that shortly after thepump was initiated, repeated "impella in aorta" alarms were observed. Suction alarms occurred at the same time. Optical parameters at time of issue showed no hard failures of the optical sensor. Additionally, real time log at the beginning of the case showed motor current spike with a speed deviation. One minute later, a second motor current spike with a spike in purge flows was also seen. Right after the second motor current spike, pump flows become saturated. Clinical details noted that pump flows and waveforms were abnormal at the beginning of the case and "impella in aorta" alarms were occurring. The pump position was confirmed via echocardiogram. It was noted that alarms resolved when the pump was turned up to p-8 and the pump remained in the patient overnight before escalation to the impella 5.5. The root cause of the optical signal issue was most likely due to biomaterial as multiple motor current spikes were seen in the logs at the time of the "impella in aorta" alarms. E.1 revised last name as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-25132.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant in japan had a cp pump support placed for the support of a patient admitted in acute myocardial infarction / cardiogenic shock. The patient was additionally supported by extra corporeal membrane oxygenation. The cp was explanted after one day with signal issues. The pump was explanted and replaced by a 5.5 pump. The patient survived the event.